Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jul-09 (B)(4) (con): see (B)(4) for issues related to 2nd device. Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the ins had to be replaced because it quit working and it did not connect with any external devices. No symptoms were reported and no further complications were reported or are anticipated.